Event description:
Boston scientific received information that this patient had an active occupation and that this right ventricular (rv) lead may not have been long enough for the patient's anatomy. As a result, this lead exhibited high thresholds and had dislodged. The lead was explanted and discarded. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.